Event description:
It was reported that a general surgeon was using a generator with a pair of coagulating shears to assist a neurosurgeon during a laparoscopic spinal procedure. The general surgeon was trying to open the visceral pleura when the generator displayed the instrument error. The general surgeon turned the generator off and back on. At some point, the tip of the shears blade broke off and a blood vessel was severed, but converted to open. The bleeding was controlled and the case was successfully completed with an esu with no adverse consequence to the patient. The blade tip was removed by vacuuming into the cannister. The md stated he may have hit another instrument prior to the error alarm. Device to be returned for analysis.